Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultramini meter continued to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on the morning of (B)(6) 2015. The patient informed the csr that she is on insulin pump therapy and claimed she continued to exercise in response to the alleged issue. The patient reported that later that day in the afternoon she developed symptoms of feeling dizzy, sweaty and had blurry vision. The patient denied receiving medical treatment. At the time of troubleshooting, the csr noted that the subject meter was being use for the first time. The csr documented that the correct strips were being used for testing and that the correct testing process was being followed. The csr walked the patient through a retest and the alleged issue remained unresolved. The csr noted the test strip completely drew in the blood sample. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter issue began.